Event description:
It was reported to the company that the pt reportedly experienced uncomfortable hearing sensations and occasional facial stimulation with his device after suffering a trauma to the implant site. A CT scan did not reveal any anomalies. However, the testing performed showed that the implant was not functioning. The surgery to explant pt's device has been scheduled.